Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
Patient reported to clinic for replacement of implants #29 and #30. While trying to load implant for site #29, unable to seat any of the implant drivers into platform. Doctor reported possible warping to implant platform. A larger implant was placed.